Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with a 500cc mentor memorygel breast implants experienced right sided rupture and bilateral implant site calcification post procedure. The rupture was discovered during replacement surgery. Bilateral prosthesis replacement with 375cc mentor memorygel breast implants was performed with explant. The right sided rupture was reported initially under 1645337-2021-06299. On may 16, 2021 mentor received additional information and initial awareness of bilateral issues. This report relates to the left prosthesis.